Event description:
Ivc filter was being introduced in the sheath which was already in the patient. The ivc got stuck in the sheath. The sheath had to be cut below the filter. A wire had to be introduced in the sheath for the sheath to be removed and a new sheath put in. New ivc filter introduced with no problems. No patient harm.